Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that patient has had charging issue since their implant. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their device is not working right at all. They clarified that they are not able to charge the implantable neurostimulator (ins) effectively, because they are only obtaining 2 out of 8 coupling bars. The patient stated that they fell and since then, the ins seems twisted in their belly flat and is not lying straight. They noted that the ins also seems too deep. The patient originally noted that it was like that since implant, but then indicated that it started after the fall. They were not sure of a specific year when the issues began. The patient stated that they were labeled as ¿non-compliant¿ by the manufacturing representative and healthcare provider, so they are seeking a different healthcare provider. Physician listings were sent to the patient. The patient was to follow-up with a healthcare provider to have their ins assessed. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the ins was 'twisted,' too deep in their belly, and that they could not charge properly. The patient could not adjust stimulation or turn it on/off. The patient was to meet with a doctor on (B)(6) 2018 to address these issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.